Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (screen blank) has been confirmed. The cause of the monitor failing to fully power up has been isolated to an intermittent connection at a pin of the flash memory. The intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's monitor made a high pitched screeching noise. After removing and reinserting the battery, the screen went blank. A review of the patient's download revealed multiple abnormal shutdowns. The patient was issued a replacement monitor.